Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that the listed device was found leaking at the cuff after an unknown amount of time in use. The tracheostomy tube was replaced. No permanent adverse health effects were reported.